Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that a 13.7mm vticmo13.7 implantable collamer lens, -9.50/+3.0/082 diopter, tore/broke before injection into the eye. There was no report of any apparent injury.

Manufacturer narrative:
No similar complaints were reported for units within the same lot. (B)(4).